Event description:
It was reported that the device would not deliver energy right away when the button was pressed on paddle. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement set of paddles. The hospital's biomed confirmed that after replacing paddles, the device was functioning correctly and has been placed back in service. The removed paddles will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.